Manufacturer narrative:
A productive investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. Al functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints of the reported symptoms for this device. A re view was performed by the post market clinical dept. Per the pharmacovigilance physician, umbilical hernias are a known complication or peritoneal dialysis dialysate may be incompletely drained depending upon the position of the hernia, and therefore, cause a subsequent larger drain.

Event description:
During a call to technical support, the pt reported that he had been hospitalized for hernia surgery. No add'l info was provided.